Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant fracture.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection confirms the stem was fractured in the proximal sleeve taper region. Radial lines were observed on the fracture surface of the component. Signs of fretting on the anterior, posterior, and lateral sides of the proximal taper region of the stem were observed. The crack initiated most likely in the lateral region of the stem. Bone on-growth, scratching, and damage were observed on the porous coated regions of the sleeve, with damage likely occurred during removal of the components. The lab analysis concluded the emperion stem fracture likely occurred in the lateral region of the stem. Fatigue was most likely the fracture mechanism. All documents and images provided as of this date have been reviewed and considered. A review of the x-ray photos confirms the broken stem. The patient impact beyond the revision surgery and any further risk to the patient cannot be concluded based on the limited information provided. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal any deviations that could have caused the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. This complaint has re-opened due to the receipt of newly submitted medical records. However, there were no additional findings nor does it change the conclusion of the previous clinical investigation. No further clinical/medical assessment is warranted at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.